Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and verified the reported issue. The service engineer ran the first four extended self tests (est). The ventilator was found to reproduce the reported error messages during testing. The service engineer replaced the air pressure solenoid (psol), which resolved the reported issue. The ventilator passed all calibrations, est, short self tests (sst), oxygen (o2) calibration, and the electrical safety test.

Event description:
It was reported that a ventilator generated a device alert during patient use. The patient was removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.